Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing and crosstalk oversensing. Programming changes were performed. The patient was in stable condition.